Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer reportedly was out of supplies, therefore was unable to load a new cartridge. Customer's blood glucose was 218 mg/dl.